Manufacturer narrative:
While performing a review of the file, it was determined that the wrong process of saving the record was performed, using the unknown customer number and yet populating the serial number and item number in the product information tab. Please disregard any reports associated with file mrn 3012307300-2024-13748-00. Please reference file mrn 3012307300-2025-00201-00 for all details pertinent to this event.

Event description:
It was reported that the patient had already connected to their backup pump when the device exhibited a possible ¿no disposable¿ alert but was unable to resolve it despite attempting restarts. Consequently, they switched to their backup pump, using the same cassette without any problems. This continuous infusion lacked details on flow rate and delivered volume. Since switching to the backup pump, the patient had not encountered any issues. The operator of the device was a lay user/patient. The patient's initial is (B)(6), female, born on (B)(6) 1958. There was a patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.